Event description:
The contact stated the customer's meter had been reading high and caused her to go to the hospital. The customer's blood glucose readings at the hospital were 80 and 50 mg/dl. The customer was not feeling well and was treated with insulin. The contact also stated that the customer had been storing strips out of the bottle, in the case for her meter. Exposure to moisture can cause high test results. While troubleshooting, the contact received normal control test results of 492 and 491 mg/dl. The normal range is around 89-120 mg/dl. The exact range could not be determined since the customer disposed of the bottle. The test strips will not be returned for evaluation.